Manufacturer narrative:
(B)(4). D10: unk locking screw. Unk nail cap. H3: unknown device location. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient experienced severe pain with ambulation associated with loosening and breakage of fixation components. Radiographs showed loosening with backing out of a distal locking screw, loosening of the nail cap, and a broken proximal tibial screw. The proximal screw and end cap were removed; however, symptoms persisted, and the patient declined further treatment and elected to proceed with below-the-knee amputation. Attempts have been made and no further information has been provided.